Manufacturer narrative:
Sample was collected in a bd lihep plasma sample tube and centrifuged for 10 minutes at 3000g. Qc was performing within specifications on the day of the event. Per customer, sample handling may have been a contributing factor in generating the erroneous results however, a definitive root cause could not be identified.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding false positive bhcg results above the normal reference range generated by the unicel dxi 600 access immunoassay system for one patient. Repeat testing of the patient sample as per laboratory protocol (all results between 5 and 200 are checked) produced an even higher result above the normal reference range. The sample was then aliquoted and re-centrifuged and repeat testing of the patient sample on an alternate analyzer produced a lower result within the normal reference range. This result was reported outside of the laboratory by the customer. There was no injury or change to patient treatment attributed to or connected with this event.